Manufacturer narrative:
Age at time of even 18 years or older.

Event description:
It was reported that catheter became stuck on the guidewire. After a non-boston scientific (bsc) guidewire crossed the lesion, a 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure after inflation and deflation of the balloon, the device became stuck with the non-bsc guidewire and can no longer be removed. Eventually, both devices were removed as a single unit. The procedure was completed with another of same device. There were no patient complications nor injuries reported.